Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor calibration. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.